Manufacturer narrative:
Additional narrative: a service history of the past six months has been reviewed. No service history review can be performed. The item has not previously been sent in for service within the last six months. There is no information relevant to the current complained issue. (B)(6). Placeholder.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Additional narrative: the investigation could not be completed; no conclusion could be drawn, as no product was received. The manufacturing documents were reviewed and no complaint related issues were found.

Event description:
It was reported during an anterior cruciate ligament reconstruction procedure on (B)(6) 2013; the trigger of the small battery drive was sticking and the device was continuously running. It was also reported the event caused a delay in procedure by approximately five minutes while the surgeon switched to another device. The procedure was completed with no adverse event to patient. This report is for a small battery drive. This is 1 of 1 device for this event reported on complaint (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Device was received for evaluation. Investigation coordinated by synthes (B)(4). Report received indicates the reporters complaint of a sticky trigger was confirmed. The small battery drive drill was tested and the complaint was duplicated. Evidence indicates this is due to usage wear over time. Placeholder.